Manufacturer narrative:
.

Event description:
It was reported that the foot side of the stretcher falls down automatically. It was further reported that this did not happen during a procedure and there was no pt involvement.